Event description:
Lint from an operating room towel went into a patient's eye during a surgical procedure.

Manufacturer narrative:
Lint from an operating room towel went into a patient's eye during a surgical procedure. The patient had to be taken back to the operating room to remove it. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.